Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level was 573 mg/dl with moderate ketones. The customer administered insulin via insulin pens. Reportedly, the customer was unable to clear the alarm. The customer has insulin pens available as alternate therapy.